Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not alarming. The bed was located on the 2nd floor at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issued. Based on this information, no further action is required.